Manufacturer narrative:
The results of the investigation concluded that cusp 3 contained a tear and fibrous pannus ingrowth on the inflow surface. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tear or pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a mitral valve replacement was performed and this 31 mm epic valve was implanted. Over the next year, cardiology assessments were performed, and at the (B)(6) 2017 follow up, an echocardiogram showed the mitral valve leaflets were opening adequately without thrombus, without paravalvular leakage, with a maximum gradient of 7 mmhg and a mean gradient of 3 mmhg. At the (B)(6) 2017 visit, the patient reported a week's history of worsening symptoms accompanied with dyspnea. On (B)(6) 2017, a new mitral insufficiency murmur was detected. An echocardiogram was performed which demonstrated dilated left atrium (posterior leaflet of 7 mm in length) with moderate mitral insufficiency, maximum gradient of 33 mmhg, mean gradient of 13 mmhg and contracting vein of 5 mm. On (B)(6) 2017, blood cultures were negative for endocarditis and the procalcitonin blood level was reported as normal. Transesophageal echo revealed valvular thrombosis. The patient's condition worsened with onset of heart failure and pulmonary congestion and surgical intervention was recommended. On (B)(6) 2017, the patient underwent redo mitral valve replacement. When opening the left atrium, it is reported one of the cusps was detached without any macroscopic evidence of infection, the surrounding tissue appeared healthy and the subvalvular area was free of vegetation. The valve was explanted and another 31 mm epic valve was implanted. The patient was reported to be recovering.